Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2022. During the procedure, the right atrial lead exhibited failure to sense and failure to capture. The lead was removed and replaced in the same procedure. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.